Manufacturer narrative:
The reported event was inconclusive, and it was unknown whether the device had met relevant specifications. The sample did not include the safety adapters inserted into each safety lead. Sample evaluation results: the returned sample was tested for electrical resistance using the following test equipment: a multimeter was utilized to test the functionality of both the distal and proximal electrodes. The unit in question was dissected to identify the source of the open circuit. Mrb utilized a heat gun to disassemble the proximal end of the assembly. Upon removal of the molded bifurcate mrb confirmed both crimps were intact. Mrb also confirmed there was continuity between both plugs and the wires they were crimped on to. Next, mrb cut apart the distal end of the assembly (electrodes and balloon). Mrb confirmed the distal electrode was crimped correctly to the distal end of the wire and that the proximal electrode wire was correctly wrapped beneath the proximal electrode. Thus, there was no evidence to suggest the noted concern is manufacturing related. As such, the complaint is inconclusive. A potential effects of failure: non-functional electrode(s), procedure delay due to inability to pace, unable to pace. Device will not function as intended. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The instructions for use were found adequate and state the following: "precautions: ¿ excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temporary pacing electrode catheter was connected to temporary external pacemaker for pacing but no pacing captured and no egm signal on monitor. The physician used another catheter to resolve the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode catheter was connected to temporary external pacemaker for pacing but no pacing captured and no egm signal on monitor. The physician used another catheter to resolve the problem.